Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 4/26/2017 and the battery pack in question was installed (B)(6) 2022. Analysis of the log files from the AED did not identify a cause for the depleted battery pack but showed the AED operated as designed and notified the user of the low battery status.

Event description:
A customer reported that their AED is flashing red and stated "replace battery pack now". They reported that this did not occur during patient use.